Event description:
It was reported that continuous glucose monitor showed error message identified as cgm error 42 while used with g7 sensor. There was no reported adverse impact to the customer¿s blood glucose level. Customer contacted support, received full pump reset instructions, completed pump reset with guidance, and error message did not appear again after reset.